Manufacturer narrative:
Model number/catalog number: 720185-01, batch/lot number: 1000289165, model/catalog description: reservoir flat iz 100 ml, model number/catalog number: 72404257 , batch/lot number: 1000258820, model/catalog description: lgx preconnect ms 18cm ip iz.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to the cylinder being out of the corpora. During the procedure the existing device was removed. No information was provided about the patient's outcome. It was further reported there were no device malfunctions associated with the explanted ipp. During the procedure no device was implanted. No more information available at the moment. Should additional information become available, it will be provided.